Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed an error message. A technical support specialist (tss) contacted a field service technician and dialed into the station upon receiving authorization. It was identified that the database size had reached 65 gigabytes, which was causing the errors. The tss set the database mode to "simple," performed a shrink operation that reduced the database size from 65 gigabytes to 4 gigabytes and then rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed an error message that persisted even after a reboot. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.